Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead received three inappropriate shocks. The patient presented to the hospital, where an x-ray confirmed the rv lead was fractured. The device was programmed to monitor only and the patient was admitted to the hospital. A review of device data showed the rv pacing impedance measurements had been decreasing five days prior to the shock delivery; on the date the shocks were delivered, the rv pacing impedance measurements were greater than 2,000 ohms. The shocks were due to noise that was oversensed. No adverse patient effects were reported.

Manufacturer narrative:
The following day, the rv lead was surgically abandoned and replaced. It was noted the device was also replaced during the procedure. As the lead was not able to be returned to boston scientific for laboratory analysis, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.